Event description:
It was reported that the anesthesia workstation failed to cycle during treatment. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The cause of the reported ventilation issues could not be reproduced. After successful testing, the anesthesia system was cleared for clinical use. A complete set of device logs was received for evaluation. The received logs confirm clinical alarms that suggests that there were issues with ventilating the patient but the true cause of the experienced event has not been determined.

Event description:
Manufacturer's ref#: (B)(4).